Event description:
Ineffective device- has not reduced pain in my lower left leg by at least 50% as per outcomes of clinical trials. Products: model sc8336- 50, cover edge 32 50cm 4x8 surgical lead kit: model sc-1132, precision spectra; boston scientific, (B)(4). A lack of response to my needs by the area medical representatives. Still using medical devices (above) although still ineffective.